Event description:
A malfunction alarm labeled as alarm 20 was reported during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller received assistance to load a new cartridge correctly, and they successfully resumed insulin therapy.